Event description:
Same case as MDR: 2134265-2013-08530; 2134265-2013-08552. It was reported that automatic pullback failure occurred. During the procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view the lesion. Physician performed pullback several times but the motor drive unit failed to do automatic pullback. Setting was performed but the issue was not solved. Physician suspected there might be an interlock issue of the plastic cover for mdu. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).